Event description:
Customer reportedly obtained results of 171mg/dl, 360mg/dl, 105mg/dl, and 79mg/dl on the advantage system within 10 minutes. Customer ate based on symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.